Event description:
In 2006 the lay-user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The med affairs spec and technical svc rep (tsr) corresponded with the pt five days later to obtain/verify info. Prior to going to bed seven days earlier, the pt got a reading of aroung "10.0 mmol/l" and started feeling as though the meter was reading inaccurately.she indicated that she had to wake up in the middle of the night to eat a snack. The next day, the pt tested herself again in the evening around 10.00 pm and got a reading of "10.0 mmol/l". The pt then went to bed since she felt tired. She did not have any symptoms. Sometome between 10.00-10.30 pm, the pt's husband found her "convulsing in bed" and was unconscious. He immediately called the paramedics who arrived within mis. He did not treat her in anyway prior to the arrival of the paramedics. According to the ambulance report, the pt was treated with "d50w for chemstrip 2.9." Based on the same report, she believes her blood glucose level was "2.9 mmol/l. By around 11:30 pm that same evening in the hosp, the pt regained consciousnes. She was unable to remember what her blood glucose reading(s) were in the hosp. The pt did receive additional treatment in the hosp other than the IV that was given to her inthe ambulance. The pt was discharged the next day. At the time of the incident, the pt was taking the following medications, "metformin" 1 pill before each meal and before bedtime. "Actos" 1 pill in the morning, "glucoside" 1/4 pill after dinner, and "inhibace" 10 mg/day. The pt admitted to taking these medications the day before the event and the day of the event. As a result of the event, the pt's dr. Discontinued the "glucoside" prescription. The pt also admitted to eating dinner around 5:30 pm the day of the event. The customer care advocate (cca) verified that the pt's meter was coded properly and that the test strips were in good condition. The pt was cleaning her puncture sites correctly and was applying the blood samples correctly to the test strips. However, the cca noted that the pt was using blood samples from her legs. The cca walked the pt through a control solution test that failed. The meter was reaplaced. The pt was treated for hypoglycemia and was hospitalized. The meter also failed a qc test.